Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6) ); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, at deployment to 80%, the valve was noted to be " unstable". The valve was recaptured and re-deployed multiple times, but the same issue occurred. Additionally, it was noted that the valve could not be landed in an optimal position. The valve was recaptured a final time and withdrawn from the patient. The case was aborted after it was decided that the patient anatomy could not accommodate an unsized valve. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID safari; product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the deployment starting point was bottom of pigtail. The valve dislodged both aortic and ventricular during deployment. Prior to valve dislodgement, the implant depth was 3-5 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). After the valve dislodged, the implant depth was 10-12 mm on the ncc and lcc and into the ascending aorta. A non-medtronic guidewire (safari) was used during the procedure.